Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a vessel occlusion occurred. The following information was provided by the user: using the angio-seal device, hemostasis was achieved, but bleeding occurred at the puncture site, so the physician applied manual compression then, used a hemcon patch to achieve hemostasis. The procedure was completed. However, the patient experienced pain after the procedure and swelling was observed, so an angiogram was performed and vessel occlusion was observed at the puncture site. The patient was transferred to another hospital to perform surgical intervention. Surgical intervention was performed and the anchor and the collagen were successfully removed from the patient. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient and that the patient is recovering. It was reported that the blood loss was less than 250cc. There were no other reported devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The exact cause of the reported event cannot be definitively determined based on the available information.